Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was implanted into the patient during a procedure performed on an unknown date. After the procedure, the patient has experienced an unspecified injury.